Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone on the top cover and side wall of the top cover, and the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed that some wires were broken due to electrode damage. This is believed to have occurred during revision surgery. An electrode was broken within the electrode pocket. System lock was verified. The device passed an electrical test performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report.

Event description:
A review of the recipients test data indicated impedance issues. The recipient is a poor performer. Revision surgery is scheduled.